Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the log was exported before the battery test was ran. The customer did not run on battery in the entire log. There was no indication of a problem in the log. Most likely if the battery test was run the log would have shown the battery voltage drop more then expected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly

Manufacturer narrative:
Per fsr, the batteries had last been replaced 15-aug-2018. He replaced the defective batteries. The unit operated to the manufacturer's specifications. The suspected batteries will be returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries total nominal available capacity (tnac) dropped from 18 amp hours (ah) to 12.80 ah three minutes into the five minute battery test. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed both batteries to measure 12.9 volts direct current (vdc) upon receipt. Both batteries accepted charge and passed load testing. Conductance readings were also within specification following charging and discharge testing.